Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Catalog # = cdh29a.

Event description:
It was reported that during a rectum resection, the instrument functioned normally. Anastomosis was complete, leakage test was ok. Staples showed proper b-form at 2nd post op day, feces leaked from the anastomosis. Re-surgery. There was no other reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: surgeon states that the use of the product is not related to the event. However, as no further information is available and surgeon did not provide any rationale as to how the device use is not related to the event, file will remain MDR reportable.